Event description:
On (B)(6) 2011, the lay user/reporter, the patient's wife, contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic readings. On (B)(6) 2011, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the fasting blood glucose readings of 283 mg/dl, 148 mg/dl and 161 mg/dl on the reported meter within 20 minutes of each other. Two hours later, the patient experienced the symptom of shaking. He was uncertain if this was his symptom of high or low blood glucose levels. The patient administered self-treatment by consuming juice, and felt better afterwards. He did not seek medical attention. On another date, the patient visited his physician. The physician did not check the patient's blood glucose level, and adjusted his oral diabetes medications regimen. The patient manages his blood glucose levels with metformin and glipizide. During the troubleshooting telephone call, the customer care advocate determined the patient's testing technique was correct. The cca also determined the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips and obtained inaccurate readings. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings, and received treatment with juice to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
The 510k#: k053529. The patient's meter was returned to lfs for evaluation, and passed testing.